Event description:
It was reported that an incompatible sensor alert occurred when attempting to scan a freestyle libre 3 with the ilet, and review of packaging confirmed the sensor was not a libre 3 plus, leading to cessation of ilet automated dosing and transition to bg run. Symptoms included hyperglycemia, with a reported blood glucose of 395 mg/dl. Outcomes included temporary suspension of automated insulin dosing and continuation of glucose monitoring using a libre reader until compatible sensors could be obtained. Investigation included user coaching on bg run workflow and confirmation of sensor model compatibility. Investigation of this case revealed use of a non-compatible cgm sensor with the ilet, consistent with an incompatibility between device and ancillary equipment rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor model leading to expected system behavior.